Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 250 units of insulin. A replacement pump was sent to the customer to resolve the issues. The customer's blood glucose level was 192 mg/dl.